Event description:
The patient reportedly experienced loss of lock between the internal device and the external equipment. External equipment was exchanged; however, this did not resolved the issue. Add'l testing has been scheduled to confirm device function.